Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with test results from results obtained of 277 and 79 mg/dl. Customer is concerned with results being erratic and also concerned that the 79 mg/dl along with the 85 and 81 mg/dl in the memory are too low. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 118 mg/dl and 126 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with 277 mg/dl and 79 mg/dl fasting erratic results and customer is also concerned that 79, 85, and 81 mg/dl are too low.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique (B)(4).

Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with test results from results obtained of 277 and 79 mg/dl. Customer is concerned with results being erratic and also concerned that the 79 mg/dl along with the 85 and 81 mg/dl in the memory are too low. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 118 mg/dl and 126 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 08/10/2017. The meter memory was reviewed for previous test result history: the 118mg/dl (B)(6) 2017 05:46 am fasting:yes, 81mg/dl (B)(6) 2017 05:06 am fasting:yes, 85mg/dl (B)(6) 2017 04:54 am fasting:yes, 79mg/dl (B)(6) 2017 04:54 am fasting:yes, 277mg/dl (B)(6) 2017 04:52 am fasting:yes. Memory concerns:customer is concerned with 277mg/dl and 79mg/dl fasting erratic results and customer is also concerned that 79, 85, and 81mg/dl are too low.